Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not fit onto the pump. The customer stated that the hole for the pneumatic tap appeared to be too small. There was no reported impact to the customer's blood glucose level. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was unable to be performed. The customer has discarded the cartridge.